Event description:
It was reported to philips that the device's co2 module is faulty. There was no patient involvement.

Manufacturer narrative:
Updated device problem code grid.

Event description:
It was reported to philips that the co2 is faulty. The service representative found that the co2 needed calibration. The service representative calibrated the co2. The device passed all testing. The device was ready to return to customer for use. No further investigation of co2 issue needed.